Manufacturer narrative:
Although the patient's exact age is unknown, they are over 18 years old. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two complaints (MFR report # 3005099803-2011-01488 and # 3005099803-2011-01490) that occurred during the same procedure. It was reported to boston scientific corporation that two jagwire guidewires were used during a colonoscopy procedure with stent placement on (B)(6), 2011. According to the complaint, during the procedure, a jagwire guidewire (the subject of # 3005099803-2011-01488) was used to traverse the stricture, which required the scope to be in a retroflexed position. After several minutes, a small section of dark shadow was observed on x-ray not connected to the wire. Upon further observation, it was noted that the tip of the guidewire could not be seen on x-ray. As a result, the wire was removed from the patient and it was noted that a portion of the hydrophilic tip had detached. The physician did not attempt to retrieve the fragment and had no concern leaving it within the patient. A second jagwire guidewire (the subject of MFR #3005099803-2011-01490) was then used and a similar event occurred. Again, the physician did not attempt to retrieve the fragment and had no concern leaving it within the patient. A hydra jagwire and the same stent were used to complete the procedure. There were no patient complications and the patient's condition was reported as "stable".